Event description:
Information provided states that during an l5-s1 anterior fusion case the tip broke off of the drill bit. The surgeon determined that the tip was securely imbedded in the bone and did not pose a risk of migration. A 5 mm portion of the drill bit remains in patients' l5 vertebra.